Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller system, the flow control valve malfunctioned causing a continuous flow of salin throughout the entire procedure. This event caused a 60 minute surgical delay, however, the procedure was ultimately completed using the same unit. There were no pt complications reported as a result of this event.